Event description:
A pcaii reportedly overinfused during clinical use. The pump was set for a 1 ml injection, "standard limit", and no basal. After 3 hrs, 27ml had infused. It is unknown what medicaion was being infused, but the account stated that it was not a narcotic. There was no patient injury. The biomed checked the pump, and was unable to duplicate the report.